Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons) was confirmed. Upon investigation, the rear and front response buttons were non-functional. The cause for the failure was caused by the rear and front response button domes were missing. The root cause of the missing domes could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.